Event description:
Information was received from a user facility regarding a patient receiving dilaudid with an unknown dose and concentration via an implantable pump for spinal pain. It was reported patient presented with redness, swelling, and oozing for approximately 2 months ((B)(6) 2016). Patient had been seen for this by an outside facility. It was not known what treatment, if any patient received from them. Patient presented to our neurosurgery office. A significant amount of time was spent with the patient. It was ultimately decided to remove (versus replacing) the pump. This procedure was scheduled. The day before ((B)(6) 2017), patient was in significant pain and presented to the emergency department (ed). It was decided to admit patient for pain control with device removal the next day ((B)(6) 2017). It was noted this was done with multiple specimens and fluid samples taken. The patient was seen by infectious disease and plastic surgery. Plastic surgery felt the viability of the involved skin was questionable; however, it was decided to re-evaluate after the patient had finished antibiotic treatment. Patient was discharged home a few days later with a peripherally inserted central catheter (PICC) for intravenous vancomycin and home health services. Three days later, infectious disease was notified that the cultures showed coagulase-negative staphylococcus, sensitive to ancef. Patient's catheter tip was positive. Patient's antibiotic was changed to oxacillin. Patient received first dose of this the day the cultures were received. It was noted the event occurred at home. It was noted the device was available for evaluation. The original intended procedure was for pain control. It was noted other pertinent information included the patient sustained a crush injury to patient's back and pelvis in 1984 and underwent l5-s1 fusion in 20012 and l2-3 fusion in 2013. Patient suffered from chronic back and pelvic pain which was treated with an intrathecal dilaudid pump. The patient has had 2 pumps. The second pump was removed approximately 4 years ago due to pump site infection. Following this removal patient received a prolonged course of intravenous therapy and wound care. Patient's third pump was placed on (B)(6) 2012 at an outside facility and was the one removed on (B)(6) 2017. Other relevant history included relevant accident: crush injury to back and pelvis in 1984. It was noted ethnic background was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.